Manufacturer narrative:
Quality safety evaluation received on 05-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 175 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and suspected a nickel allergy. Essure removal was planned. This event is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, classic symptoms of nickel allergy were not reported. However, given the nature of the event suspected a nickel allergy, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention will be required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 21-mar-2016 from an adult female consumer, and forwarded to bayer on 04-aug-2016. On (B)(6) 2013, essure (fallopian tube occlusion insert) was inserted. On an unspecified date, the consumer experienced fatigue, pain where coils are located, bleeding/ irregular bleeding or breakthrough bleeding, gastrointestinal complaints, liver complaints, pain during menstruation, leg pain, pain in abdomen, head pain, lower back pain, groin pain, neck pain, arthralgia, increase or decrease of weight, tiredness, tingling (hands, feets, legs and arms), tight muscles in the calves, and much sleeping daytime. She had a blood test done (no results mentioned). Treatment was not performed. Essure removal was planned. They suspected a nickel allergy. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and suspected a nickel allergy. Essure removal was planned. This event is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, classic symptoms of nickel allergy were not reported. However, given the nature of the event suspected a nickel allergy, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.